Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button is intermittently unresponsive. Reportedly, the customer has to press the button multiple times for the pump to respond. There was no impact to customer's blood glucose level. Customer stated they will continue to use the pump for insulin therapy.